Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an initial reduction internal fixation (orif) clavicle surgical procedure, it was discovered that the torque limiting attachment device broke cleanly into two pieces, with no other fragments while the surgeon was performing the final tightening of two 2.7mm locking screws into an unknown clavicle plate. According to the report, the event occurred while the surgeon was finishing up the procedure. It was reported that no parts fell into the patient. There were no delays to the surgical procedure. It was not reported if a spare device was available for use. It was reported that the surgery was completed successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. It was reported that the patient's post-operative status was noted to be stable. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.